Event description:
A surgeon reported a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 01/19/2009, 01/30/2009, 02/05/2009,and 02/09/2009 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 02/13/2009.